Event description:
It was reported that the right atrial lead dislodged, the intracardiac electrograms showed that the lead was in the ventricle. The lead was explanted and replaced on (B)(6) 2015. The patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).